Event description:
Having issues wearing air optix night and day monthly contacts. I've worn them for 20 years or longer, and in (B)(6) starting having issues, especially with the prescription in my right eye. After wearing them for just a few days. I would start having symptoms of pinkeye and conjunctivitis. My eyes felt extremely dry even after using rewetting drips and taking them out to clean them. I can't even wear these for a day after a few days. The lenses seems thicker than some of the other ones I have with a different prescription. When I emailed the manufacturer I bought them from (B)(6), they told me there's a defect in the product. If I had boxes with the raised barcode on them the product to be defective. I have at least two of the six boxes with that issue. Nobody has issued any re-called or notified me about this. However, now I need to go see an eye doctor about my eyes and cannot wear contacts. Very disappointed to see the notifications on this website yet I was not notified.